Manufacturer narrative:
Boston scientific medical personnel media review: a review of the media provided could not identify the alleged stent fracture, however, a gap which could indicate strut displacement was noted in the proximal to mid stent region. The apparent strut displacement noted could have appeared to the physician as stent fracture, however, this was not the case as 2 connectors are noted midway on the gap opening. Additionally, the displaced struts visible in the photo review most likely represent a conformation of the stent [allowed by the 4-connector proximal (first 2 rows) and 2 connector throughout and in the distal section design as per synergy everolimus-eluting platinum design documentation], to the vessel anatomy by considering the presence of fibro-calcific lesions and provide the required scaffolding without any straightening of the vessel. Additionally, the coplanar view from which we are seeing the stent could mislead to assume that there is a stent fracture when in fact what we are seeing is two strut connectors almost on the same plane on view (very close together), and this would be consistent with the stent image reviewed where struts are displaced in a v shape and connected in a central point. H3 other text : media review.

Event description:
It was reported that stent fracture occurred. The 80% stenosed target lesion was located in mildly tortuous and severely calcified distal left main artery into the circumflex artery. Pre-dilation was performed with a 3.5 x 15 apex balloon catheter following a 3.50 x 20 synergy ii drug eluting coronary stent advanced for treatment. However, during post-dilatation with 3.5 x 12 nc quantum apex the stent was fractured near the bifurcation of left main and circumflex carina. They placed the second synergy stent 3.5x8 inside to cover the fractured part. The fractured device was not removed but the balloon was removed over the wire in the normal fashion and no issues reported. The procedure was completed with different device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent fracture occurred. The 80% stenosed target lesion was located in mildy tortuous and severely calcified distal left main artery into the circumflex artery. Pre-dilation was performed with a 3.5 x 15 apex balloon catheter following a 3.50 x 20 synergy ii drug eluting coronary stent advanced for treatment. However, during post-dilatation with 3.5 x 12 nc quantum apex the stent was fractured near the bifurcation of left main and circumflex carina. They placed the second synergy stent 3.5x8 inside to cover the fractured part. The fractured device was not removed but the balloon was removed over the wire in the normal fashion and no issues reported. The procedure was completed with different device. There were no patient complications reported and the patient status was stable.